Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, as the physician was pulling the peg tube through the stoma site it detached at the transition zone between the hard and the soft plastic. Nothing detached inside the patient. Reportedly no resistance was encountered. The procedure was completed with this endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found that the thermoformed tubing have been separated at the transition. The distal end of the thermoformed tubing appears to have been properly formed and attached to the barbed connector during assembly. Additionally, the barbed connector was properly formed and without issue. The barbed connector and inner ring remained inside the silicone tubing, the outer ring remained in place on the outside. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated. Based upon all gathered information, the most probable root cause is "undeterminable."

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, as the physician was pulling the peg tube through the stoma site it detached at the transition zone between the hard and the soft plastic. Nothing detached inside the patient. Reportedly no resistance was encountered. The procedure was completed with this endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.